Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the atrial lead exhibited loss of capture. Programming changes were made until the lead was capped and replaced during a pulse generator upgrade procedure on (B)(6) 2019. The patient was stable post-procedure.